Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic extraperitoneal repair of bilateral inguinal hernias. The lid to the obturator came apart. There was no patient harm.